Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. A mislodged/mislocated clip can occur due to a number of factors including, but not limited to inadequate nick and spread, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment, which should be 60-75 degrees, and retraction of the device during clip deployment, can potentially cause the experienced event. A device can be difficult to remove due to a number of factors including, but not limited to tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tubeset. Ultimately, the return of device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. Additionally, 7 sterile starclose se devices of the same lot number were returned for evaluation because the customer experienced difficult device removal and mislocated clip captured at distal end of device. All 7 were tested and no abnormal observations were found that could result in the reported difficult device removal and mislocated clip. Based on the investigation findings, the 7 sterile devices performed according to specification and a root cause related to these devices could not be determined. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the sheath split and the clip was deployed, but it attached to the distal end of the device. The locator wings were retracted. The device did not easily come out of the patient's anatomy. In accordance with the instructions for use, the access ports was used to successfully facilitate device removal. Manual compression was applied to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.